Manufacturer narrative:
Radiographic image review results: single intra-op image for l5-s1 fixation or l4-l5 is provided. Detail regarding level is not provided. Single ap image shows a retained screw shank interior to the replacement screw in the lower vertebral body. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp via manufacturing representative regarding patient with deformity for spinal therapy. Patient demographics: gender- male, date of implant: unknown date, date of explant: (B)(6) 2020, device return status: partially explanted. It was reported that on an unknown date, post-op, the screw head of implanted product was broken. Revision surgery was performed on (B)(6) 2020 to remove the broken screw and replaced with another size of screw. It was partial explant. Only screw head could be ex-planted and threaded portion was still inside the patient. Update received on 21 jun 2020: patient demographics: weight- (B)(6) kg, procedure involved: percutaneous. There was no patient complication as a result of this event. There was no plan to remove the threaded portion of the screw from patient body.